Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The ac inlet connector was functioning intermittently. Discoloration was observed on the pin of the connector. The device's ac inlet connector was replaced to address the issue.